Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm during a bolus on the insulin pump. The customer's blood glucose level was 600 mg/dl. The customer has not treated but he has syringes on hand. The customer was advised to call his doctor to see how to treat with syringes or to go to the nearest hospital since his blood glucose are very high. The customer understand. The patient was advised that the insulin pump will need to be replaced. The customer was advised to return the insulin pump with battery and zero out the basal rates. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.